Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a procedure, the physician felt the lead helix was rubbing against the stylet and noted that the lead tip was bent. The lead was not used and a different lead was chosen for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix fully retracted and a small white substance visible on the helix. The helix extends and retracts normally. The returned stylet was noted to be kinked in two places.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.